Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The lv1/distal conductor was extrinsically distorted from over-rotation at implant/explant. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. A fresh gray 14-45 stylet was inserted in the lead and came to an obstruction at 1.5 cm. The distal conductors were distorted at 1.5 cm from over rotation of the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the lead implant procedure, the stylet was sticking in the lead. The lead and the stylet was attempted, not used and was replaced. It was further reported that the lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.